Event description:
Customer reported image quality problems. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and instructed customer on using the auto-histo function. System operates as intended.